Manufacturer narrative:
The reported device, intended to be used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the manufacturing process found that no excess adhesive is to be on the return or handle, and all adhesive residue on the handle or boot is to be removed. Visual evaluation shows excessive glue around distal end of handle top, which is slightly loose. The complaint was verified and the root cause is related to failure to remove excessive adhesive residue on the handle during device assembly. The failure is being assessed for recommended actions.

Event description:
It was reported that the ambient hipvac was found to not be sterilized when it was opened. Incident occurred before the procedure. There was a delay between 0-30min and a back-up device was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.